Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display started flickering and then the pump stopped. The roller pump was in the vent position. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(4) 2013: the 4" roller pump was being used as a vent. During cpb, the local display flickered and the pump stopped. A back-up pump, that was already installed on the base was used for venting. The tubing was moved from the pump to the back-up and venting was provided for the rest of the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the user facility's biomedical engineer (biomed), this did not cause a delay in the procedure, but there was a small delay while they changed out the pumps. The software data logs were returned to the manufacturer on 12/04/2013 for further evaluation.